Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: corrections after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched screen. The customer stated problem was duplicated. Investigation confirmed the customer's reported problem. The device was started and alarmed ec41786 which is an issue with the circuit board. Replace the circuit board during repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Oracle ro (B)(4). Error 41786.